Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The most likely cause of error e237 and no image was component failure. The most likely cause of dirty scope connector was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that gastrointestinal videoscope exhibit an error e237, no image and dirty scope connector. There was no patient involvement.